Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the pump ran out of insulin. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 575 mg/dl, diabetic ketoacidosis and high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2023 with no permanent damage and the issue resolved. System check was performed by tandem technical support and the pump is functioning as intended.